Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device shaft was loose. It was further observed that the internal components showed signs of corrosion. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal wear on components from improper cleaning and loctite degradation from repeated sterilization over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a surgery to repair a fractured ulna, it was discovered that the torque limiting attachment device came unscrewed. There were no delays to the planned surgical procedure as a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.